Event description:
It was reported that within a few days of implant the patient was symptomatic with bradycardia indications. Sensing and thresholds were poor for both the right atrial and right ventricular leads. Atrial thresholds were non-capture and ventricular thresholds were either high or non-capture. The device had been reprogrammed to maximum output. Chest x-ray confirmed both leads had dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.